Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The hypotube/strain relief is separated 146.5 cm from the tip and appears to have been kinked prior to separation. The distal section of the strain relief and the handle is missing. There are multiple flat spots along the distal shaft. The collar is separated, and the ptfe was still holding the separated ends together but during handling of the device the collar separated completely. Microscopic inspection revealed a scratch mark on the hypotube 115 cm from the tip which appears to have been caused by some sort of tool. There are multiple scratch marks along the distal shaft on the edges of the flat spots. There is a rub mark on the distal shaft starting at the tip and goes approximately 13 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08aug2019. It was reported that inner lumen problem occured. The 25-32 mm x 2.75-3.25 mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 145 guidezilla was selected for use. During procedure, it was noted that the inner lumen had problem. However, it was further reported that the non-bsc guide wire was stuck inside the guidezilla, and there was no issue with the guidezilla. The device was pulled out directly from the patient's body. The procedure was completed with another of same device. No patient complications were reported. The patient was stable. However, device analysis revealed that the collar was separated.